Event description:
Defibrillator/pacer patches in place on pt and was connected to the stand alone lifepak 20 defibrillator/monitor prior to heart rate slowing and code blue called. When hr showed EKG patches applied to pt in preparation to externally pace pt and monitor placed in lead ii. No EKG waveform present, EKG patches checked and were in place and intact, all connections checked and tightened, other leads checked on monitor and continued to have no EKG tracing on monitor. CPR resumed and pt connected to lifepak defibrillator/monitor on crash cart with EKG waveform present using new EKG patches and cables from this monitor.